Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was showing distorted displays. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that cxps cpu card required a replacement. The technician replaced the cxps cpu card component and rebooted the cxps frame. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.